Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. At an unknown timepoint post implant, the patient experienced a stroke and is now in rehabilitation to gain function on his left side.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2022 used as event date is unknown.